Event description:
Reporter alleged blood glucose read 148 mg/dl back to back with a result of 597 mg/dl performed within 5 mins of each other. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.